Manufacturer narrative:
Aero/c8k ict module list#:9d28-03. Clinical chemistry ict sample diluent list#: 1e48-20 lot#: unk. Clinical chemistry ict internal reference list#: 1e49-20 lot#: unk. Ict serum calibrators list#: 1e46-03 lot#: unk. The abbott customer technical advocate advised the customer to replace the integrated chip technology (ict) module. The customer stated that there were no further errors after replacing this part. The customer's returned system logs verified the issue and data provided in the complaint text. No product evaluation was performed for this investigation. The investigation began with a review of complaints involving architect c8000 received between 03/15/2009 and 04/30/2009 did not find any other complaints involving discrepant ict module results. There are no known issues for the architect c8000 analyzer or ict module in conjunction with the complaint issue currently under investigation. The architect operations manual and the ict na, k, cl package insert, both contain adequate information to address the customer's current issue. Based on the available information a specific cause for the inconsistent ict module results could not be determined. Probable causes include sample integrity issues and/or a problem with the ict module such as contamination and/or exceeding the module's expiration date, which could not be verified as the module's serial number was unknown and it was discarded by the customer. The suspect ict module performed successfully for over 2 weeks, and the customer troubleshooting prior to replacing the suspect module did not include bleaching the ict module for contamination and/or reseating the module connections as recommended in the operations manual. The investigation did not identify a deficiency. This is a final report.

Event description:
The customer states that erratic results are being generated by the architect c8000 analyzer. The customer states one patient sample generated an initial chloride result of 121 mmol/l that retested at 105 mmol/l. No suspect results were reported from the lab. The abbott customer technical advocate advised the customer to replace the integrated chip technology (ict) module. There are no reports of any impact to patient management.

Manufacturer narrative:
Aero/c8k ict module. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.